Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, it was attempted to go from basket to flower and felt the rosen wire get stuck. The catheter was removed from the faradrive sheath. Once catheter was removed out of body it was noticed that the inner lumen was deformed where it had detached from the catheter tip. The catheter was replaced and the procedure was completed without patient complications. There is a picture attached were damaged of the guidewire lumen is noticed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, it was attempted to go from basket to flower and felt the rosen wire get stuck. The catheter was removed from the faradrive sheath. Once catheter was removed out of body it was noticed that the inner lumen was deformed where it had detached from the catheter tip. The catheter was replaced and the procedure was completed without patient complications. There is a picture attached were damaged of the guidewire lumen is noticed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the catheter was not returned for analysis, but a picture of the catheter was provided to investigators. The picture showed a damaged guidewire lumen. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established for the stuck guidewire allegation as the catheter was not returned and could not be examined even though the picture did show that the guidewire lumen was damaged.